Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the valve stenosis cannot be confirmed. Procedure factors (possible under expansion of the prosthesis) and patient factors (endocarditis due to strep oralis) likely contributed to the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the (B)(4) program, approximately 7 months post transfemoral tavr procedure in the aortic position, the patient underwent aortic valve- intervention. Additional information provided by the hospital medical records indicated the sapien 3 valve was removed/replaced with surgical aortic valve and the patient underwent aortic root enlargement due to ongoing increased gradients and endocarditis caused by strep oralis. Pod20 of the original tavr procedure, the patient was hospitalized for a near syncopal episode and was diagnosed with ¿at least moderate¿ pvl and increased gradient (peak gradient 57 mmhg, mean gradient 31 mmhg). The valve area was 1.09 cm2. Ef 75%. The discharge note documented: (tte) ¿pvl occupies >20% of the stent circumference, consists of at least 3 jets; pressure half time is <500 msec; jet width is 30% of the lvot diameter. The peak velocity/gradient is much higher than typically expected for this type of prosthesis. The differential diagnosis is prosthetic stenosis (under expanded valve vs leaflet thrombosis); patient prosthesis mismatch; high flow from regurgitation; hyperdynamic state. In summary, patient is s/p sapien valve implantation. . . . The velocity/gradients across the prosthesis are markedly elevated concerning for prosthetic stenosis due to either under expansion of the prosthesis or thrombosis. There is at least moderate paravalvular aortic regurgitation¿. Pod38 the patient was hospitalized for acute altered loc, hyperkalemia (k+ >6) & anemia (hgb 7), febrile (102.8), tachycardic (hr 110s) & hypotension (80/40). The patient was cultured, started on IV antibiotics, IV bolus and neosynephrine for bp support. Blood cultures were positive for strep oralis. Tee performed documented ¿without evidence of vegetation but prosthetic mismatch with high flow velocities¿, MRI of brain showed: ¿7mm mca aneurysm, bilateral subarachnoid hemorrhages of unclear etiology.¿ MRI of spine (due to continued to be febrile) showed: ¿osteitis discitis and inflammation of the spine.¿ it was suspected that the patient had endocarditis secondary to strep oralis with probable cns emboli and hematogenous spread to cervical spine. Approximately 7 months post valve deployment, the patient¿s sapien 3 valve was removed/replaced with surgical aortic valve and also underwent an aortic root enlargement. Pathology report for the explanted sapien 3 valve stated, ¿ valve with fibrosis and nodular calcification. Note: special stains for fungi and bacteria are negative for organisms. The tissue is thickened and opacified, with detached pieces of calcification. Possible vegetations are identified¿.